Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (will not power on) was confirmed. Upon investigation the battery charger was unable power on. The failure was due to contamination throughout the unit. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was unable to power on.